Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported insufficient information. Healthcare professional later reported "extreme breast pain and is worried about a capsular contracture baker grade unknown". This record is for the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported insufficient information. Healthcare professional later reported "extreme breast pain and is worried about a capsular contracture baker grade unknown". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h3, h6.

Event description:
Healthcare professional reported left side insufficient information. Healthcare professional later reported "extreme breast pain and is worried about a capsular contracture baker grade unknown". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported left side insufficient information. Healthcare professional later reported "extreme breast pain and is worried about a capsular contracture baker grade unknown". The device has been explanted and replaced.